Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer blood glucose was unknown mg/dl. The customer was admitted to the hospital. The customer stated that the cause of high blood glucose was due to that insulin pump was running out of batteries for 2 days. Customer was advised to call helpline to troubleshoot. The customer was advised to use (B)(6) aaa alkaline battery.